Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was provided to complete a medical review. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The event or root cause could not be confirmed. Further information such as return of device, pathology reports, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Removal of status post conversion total hip arthroplasty from a bipolar hip arthroplasty due to infection on monday (B)(6) 2017.

Manufacturer narrative:
The following devices were also listed in this report: cancellous bone screw 35mm; cat#:2030-6535-1; lot#: mnd97m. Cancellous bone screw 30mm; cat#:2030-6530-1; lot#: mnm9m7. Cancellous bone screw 20mm; cat#:2030-6520-1; lot#: mlpj4m. Trident hemispherical cluster hole shell; cat#:502-11-48d; lot#: unknown. Delta v-40 ceramic head 32/0; cat#:6570-0-132; lot#:42999602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Removal of status post conversion total hip arthroplasty from a bipolar hip arthroplasty due to infection on monday (B)(6) 2017.